Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "slow processor" response, which was experienced as a delayed keypad response during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a slow processor response in the medical surgical unit. Any patient involvement, injury or medical intervention is unknown.